Event description:
According to the information received, a patient has had several problems with self cath. Several catheters didn't have eyelets. The 2 catheters were "rough on the end" and cut the patients urethra. Those catheters came from different boxes. One catheter had a rough texture to it, as if it had an extra piece of plastic on it. Patient discovered that catheter 6 weeks ago and does not have the lot number. On the second catheter the plastic was loose and came off. Patient found the lot number for this catheter. Patient has both defective catheters and will send them back to us.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing. Coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.